Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to have missing display segments. Internal investigation indicated that some of the system circuit board leds did not illuminate. The leds that are failed were measured to be open circuit. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported a display failure, wherein the unit had missing segments. Per the customer the location of the missing segments varied with each power up. There was no known impact or consequence to patient.